Manufacturer narrative:
On 25-may-2023, the product investigation was updated with a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 60000037 number, and no internal action related to the complaint was found during the review. Manufacturing date: 22-oct-2022, expiration date: 22-oct-2023. The "analysis of production records" code was added to h6 type of investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction cardiac ablation procedure with a thermocool® smart touch® sf bi-directional catheter and carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The patient suffered heart block requiring extended hospitalization. It was reported that a current leakage error 7 occurred on the carto 3 system. The catheters and cables were disconnected from the piu and the error resolved. When the ablation catheter was reconnected the error returned. The ablation cable was exchanged but the error returned. The ablation (stsf) catheter was exchanged and the error resolved. The physician then reported that the f-curve was broken on second the bi-directional stsf catheter, noticed after patient introduction into the left atrium. The catheter was not exchanged, as a short time later the patient became unstable and the ablation was aborted. The company representative stated that the patient had a possible thromus (thrombus) and then terminated the call to address the physician and stated she would call back. The company representative was called back, the case was aborted when the patient developed st segment changes on electrocardiogram (EKG), and a drop in blood pressure. A heart catheterization was performed emergently in the electrophysiology (ep) lab which revealed stable coronary arteries, no air or thrombus was detectable. The patient's blood pressure stabilized and EKG st segments normalized, and the patient was stable. The caller was not aware of any interventional steps taken, though the patient was already intubated and under anesthesia for the ablation procedure. The physician believed that potentially air was introduced into the heart through the vizigo sheath during stsf catheter exchange. Also reported on the initial call, the octaray catheter could not be retracted in the sr0 sheath, but could be maneuvered freely in the left atrium. The company representative updated on the call back: later, the physician was able to retract it into the sheath and out of the patient without excessive force. No octaray catheter information available. Two stsf catheter replacements were requested, one for current leakage, one for deflection issue. Additional information received: the "current leakage error" was accompanied by a signal noise/signal loss issue. Ic signal interference, noise, was noted on the distal ablation signal, however it subsided after a couple of minutes with no intervention. There was the signal interference (noise/loss) observed on carto and recording system. ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm as the patient had a 5 lead ECG on as well as an external defibrillator. During the signal interference/loss, the affected catheter was inside the patient¿s body. Air being introduced into the patient, according to the physician that is the most likely scenario. Physician did not perform any maneuver to eliminate bubbles. Cardiac catheterization was performed with no intervention needed. Patient has not exhibited any neurological symptoms since the procedure was completed. Physician¿s opinion on the cause of this adverse event was bwi product malfunction. Physician felt that since the thermocool stsf catheter had the current leakage which required introducing another new catheter, that is what lead to the likely air introduction. Patient outcome is fully recovered (no residual effects). Patient required extended hospitalization and was admitted overnight to the ICU. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).